Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. Inspection of the device revealed kinks in the hypotube located at 28cm and 26cm from the tip, and a kink in the shaft located 24mm from the tip. Inspection of the remainder of the device revealed no other damage or irregularities. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es catheter balloon was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote¿ es catheter balloon was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.